Manufacturer narrative:
One medfusion 4000 pump was returned for evaluation of the reported event. A manufacturing device history review, DHR, was performed and no causes or potential causes to the customer's reported problem were found. Upon physical inspection, it was seen that the top and bottom cases were in excellent condition with no visible contamination. In order to duplicate the reported issue, the pump was powered up and infusion was performed. Additionally, an occlusion test was performed. The reported event could not be duplicated. The j9 connector was fully seated and glue was intact on all three mating surface on both side of the j9 connection. The speaker was replaced as a preventative measure and the pump passed all the functional tests.

Event description:
Information was received regarding a medfusion 4000 pump. It was reported there was a primary audible alarm background test. It is unknown if there was a patient involved. No adverse effect was noted.

Manufacturer narrative:
Additional information- event date added. No patient involvement- info added to section b5.

Event description:
Device issue found during testing with no patient involvement.